Manufacturer narrative:
Please refer to the attached analysis report. (B)(4).

Event description:
Reportedly, during a follow-up performed on (B)(6) 2017, episodes with ventricular noise oversensing were observed in the ICD memory. No inappropriate therapy was delivered. The physician raised the ventricular sensitivity value from 0.4mv to 0.6mv to reduce the phenomenon. A follow-up occurred on (B)(6) 2018, 250 episodes labeled as vf along with important capacitors charges were observed. A fast battery voltage drop with a voltage of 2.91v was also observed. No inappropriate therapy was delivered. The physician increased the ventricular sensitivity value from 0.6mv to 0.8mv before discharging the patient.